Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. Th e procedure was completed with a different device. No patient complications were reported.